Event description:
The customer reported that his insulin pump alarmed while priming the infusion set. Advised the caller that the insulin pump would be replaced and revert to back up plan. The blood glucose reading was 135mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.